Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the right ventricular (rv) lead, there was an issue finding good sensing with multiple spots tried, but eventually a spot was found and the pocket was closed. At the next day check, a decrease in sensing was reported. The patient was sent home and returned to the emergency room a few days later with chest pain. The device was checked and the rv sensing was low and no longer capturing. The patient also reported extracardiac muscle stimulation with pacing. The patient experienced a pericardial effusion, and a lead perforation was suspected. The rv lead was removed which resolved the patient¿s pain. A new lead was implanted in a mid-septal location that had good sensing. No further patient complications have been reported as a result of this event.